Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. This will be reported under a (B)(4) MFR number.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 02302; 0001825034 - 2017 - 02303; 0001825034 - 2017 - 02305.

Event description:
It was reported patient¿s left hip was revised due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.